Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial implant of this cardiac resynchronization therapy defibrillator (crt-d), the right atrial (ra) lead was tested on the pacing system analyzer (psa) and the impedance was in the 400 ohms range. The ra lead was then tested with the crt-d and the impedance was 1,037 ohms. Boston scientific technical services (ts) had the sales representative pace the patient using the crt-d for approximately 30 seconds and re-test the impedance. The impedance was then 1,119 ohms. The threshold had decreased and sensing was good. Ts advised leaving the lead in its current placement. The procedure was successfully completed. The crt-d remains in service. No adverse patient effects were reported.